Event description:
It was reported that the product heated up during a routine equipment evaluation at the user facility. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
The device has been quarantined at the user facility and will not be returned for evaluation and repair.